Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to a performance decrement subsequent to putting on a helmet. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed april 30, 2014.